Event description:
It was reported that after being cleaned from being used on a patient, the autopulse platform displayed a user advisory 28 (loss of clutch connectivity) message upon power up. No further information was provided.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.